Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet insulin delivery system experienced hyperglycemia after missing a meal announcement, with a peak blood glucose of 258 mg/dl and elevated glucose lasting about three hours; the user received troubleshooting and education on proper meal announcement and correction use. Symptoms included hyperglycemia without ketone testing, loss of consciousness, dizziness, or other acute complications. Outcomes included transient elevation of blood glucose without medical intervention, hospitalization, or use of backup therapy. Investigation included user interview and device use assessment. Investigation of this case revealed user error related to missed meal announcement. It was concluded that the event resulted from use error, and the device was considered to have performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.